Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion due to the burr hole cover incision not fully closing after the implant procedure. The patient underwent a revision procedure to close the incision over the burr hole cover. The patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion due to the burr hole cover incision not fully closing after the implant procedure. The patient underwent a revision procedure to close the incision over the burr hole cover. The patient was doing well postoperatively.